Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, that the pump shut off unexpectedly. Additionally, it was reported, that a cartridge did not fit onto the pump. And the wake button became detached from the pump. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.